Event description:
It was reported that the motor device started to heat up after a few minutes during preventative maintenance. There was no patient involved. No additional information was provided.

Manufacturer narrative:
The actual device was received for evaluation. (B)(4) evaluated the device. A functional assessment was performed and the device passed all operational specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.